Manufacturer narrative:
The subject device was returned for investigation, but it arrived missing the distal tip and marker band. The other component showed signs of the device firing as expected. The balloon was found separated distally, 129.3 cm from the strain relief. While the reported balloon detachment was confirmed, the condition of the returned device prevented further testing and analysis. As a result, the root cause of the balloon detachment could not be definitively determined based on the available information and the condition of the device. Shockwave medical has controls in place to ensure devices are built to approved procedures and meet lot release acceptance criteria prior to being distributed. A review of the manufacturing and test documentation for subject lot does not reveal any issues with the manufacturing of the device. The device passed all of shockwave medical, inc. Acceptance criteria prior to shipping.

Event description:
A shockwave m5+ peripheral intravascular lithotripsy (ivl) catheter was being used to treat an iliac lesion. The physician was treating the right iliac lesion which was accessed through the right formal artery using the ivl when the distal portion of the balloon detached during an adjustment of the catheters position within the artery. The proximal portion of the catheter and balloon were successfully retrieved with issue, while the distal balloon portion remained on the .014" guidewire, was removed using a snare. The number of pulses delivered before the detachment is unknown. The physician noted that there was no resistance during the initial advancement or adjustment of the catheter within the artery. The procedure was completed using a standard peripheral angioplasty balloon. There was no patient harm reported as a result of the reported event.